Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no low battery alert, weak battery, or failed battery test alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was receiving multiple no delivery alarms on the insulin pump. On (B)(6) 2014, the customer's insulin pump battery failed and the customer's blood glucose went high for two days. His most recent blood glucose at the time of reporting was 366 mg/dl. The customer had disposed of the infusion set and reservoir, following a no delivery alarm and had gone through multiple infusion sets. It was not possible to perform troubleshooting as the issue had occurred previously. Troubleshooting for high blood glucose was declined. It was advised that the insulin pump would continue to alarm no delivery if it were to detect an occlusion. Nothing further reported.